Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was sent to the service center for evaluation. We were able to only partially verify the defects reported by the customer. Service center findings summarized: there was a short in the motor cable. The motor cable was replaced to correct the issue. Functional and electrical tests were conducted and all tests passed successfully. The reported defects were only partially confirmed. The short found in the motor cable could've contribute to the motor not functioning properly as reported. The report of the motor being noisy was not confirmed. Possible root cause for the defective motor cable could not be determined. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.  At this time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via phone that post-operatively to an unknown procedure the micro tornado handpiece with hand controls motor does not turn smoothly and has a noisy engine. No impact on the patient. The procedure has been completed with no surgical delay. A replacement device was used to complete the procedure.